Event description:
A pt (age and gender unk) underwent a therapeutic procedure for treatment of a plyoric stenosis. Due to a 's-curve' tortuous anatomy, it was very difficult to release the stent. The stent was pulled into the stenosis. The wallflex duodenal stent was not successfully deployed. Only half of the stent was released. As the physician attempted to reposition the stent, the stent was withdrawn back in the sheath, however; it was noted that there was some mucosa that was clamped between the sheath and the stent meshes. The stent was completely released from the sheath to free the mucosa from the stent meshes. The released stent was removed with a snare with no further issues. There was no bleeding or damage noted to the mucosa. The pt condition is reported to be good with no complications.